Event description:
Additional information: were there any difficulties encountered during the initial procedure? No. Was the patient taking any anticoagulants? No. Patients preexisting condition? None. Was the procedure recorded? Is a video available? No video available. How is the patient currently? Doing fine. Is the patient expected to have a full recovery? Yes. Has the surgeon been inserviced on the use of the device? Yes. How long has the surgeon been using the powered echelon? Since (B)(6). Was the surgeon an echelon user prior to the powered echelon? Yes.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon had to keep the patient in the hospital a day longer due to bleeding. The surgeon did not have to re-operate but strongly feels that it was a bleed on the staple line on the remnant. The surgeon used a blue reload to create the pouch. The surgeon over sewed all other staple lines. One device was discarded.